Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the screws were incorrect, the cutter was damaged, and the unit was out of calibration. The cutter and screws were replaced and resolved the reported issue. The repair site also found that the unit was unable to pass the sample mesh graft test due to it being out of calibration. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during maintenance the following failure descriptions were noted after diagnosis: needs recalibrated, wrongs screws need to be replaced, and cutter needed to be replaced. This did not cause any problems or endanger users or patients. During the investigation, it was found that the unit was unable to pass the sample mesh graft test due to it being out of calibration. No adverse event was reported as a result of this malfunciton.